Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker has no sound. The device was in clinical use at time the issue was discovered. There was no adverse event or patient harm reported.